Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the ins was not laying flat in the pocket; it was sticking up and causing discomfort. The healthcare provider could feel it was sticking up and scheduled a revision. The patient had surgery on (B)(6) 2019, a pocket revision where the healthcare provider sutured the ins down. It was noted that the issue had been resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the cause of the ins sticking up and not laying flat was unknown. The date when the issue was first noticed was also stated to be unknown. No further patient complications are anticipated or expected as a result of this event.